Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: at the end of the percutaneous ventricular assist device (pvad) procedure, the doctor inserted the manta 14f sheath. When the doctor put the manta itself into the sheath there was resistance, and the manta was unable to enter the 14f manta sheath. So we removed everything on the wire and took a new manta. The second manta closed well. Additional information on 28feb2023: the bypass tube did buckle and bend during the attempt to pass the device through the sheath. It was met with severe resistance. It was reported that there was no harm to the patient.

Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a ventricular assisted device procedure, a 14f ce manta was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. Buckling and bending occurred to the bypass tube when met with resistance. The physician removed the 14f ce manta delivery handle and sheath hub off the guidewire. A second 14f ce manta delivery system was opened and deployed successfully. The patient did not experience any harm or consequence from this event. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Event description:
It was reported that: at the end of the percutaneous ventricular assist device (pvad) procedure, the doctor inserted the manta 14f sheath. When the doctor put the manta itself into the sheath there was resistance, and the manta was unable to enter the 14f manta sheath. So we removed everything on the wire and took a new manta. The second manta closed well. Additional information on 28feb2023: the bypass tube did buckle and bend during the attempt to pass the device through the sheath. It was met with severe resistance. It was reported that there was no harm to the patient.